Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that ¿a friend and over 20 people developed vascular occlusion and had to go to a plastic surgeon to get half of their lips removed.¿ everyone was injected with juvéderm voluma® xc, even if a different product was asked for. No other information was provided.